Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 02:26:14. During night drain cycle two, the patient's ultrafiltration reading was 1115ml, indicating the home patient drained 1115ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation. This evaluation included functional testing of the device. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause was one or more cycles were advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.